Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the auxiliary jet channel (j-tube) and had a burned c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction 'c-cover burned' was due to the use of a high-frequency treatment instrument without maintaining a sufficient distance from the distal end. Additionally, the most probable cause of foreign objects found in the auxiliary jet channel (j-tube) could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.